Event description:
Boston scientific received information that the patient with this device system endured a syncopal episode and passed out. The patient was presented in the ER. Upon device review, there was a concern of a short a-a interval at 295 ms. The atrio-ventricular search hysteresis (avsh) was programmed on at 350 ms. It was determined that the device programming may have contributed to the syncopal event by triggering the avnrt rhythm. The device was reprogrammed from using av search hysteresis to a fixed av delay. The patient was not admitted to the hospital. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.